Manufacturer narrative:
Device used for treatment and not diagnosis. The returned depth gauge was received in 2 pieces, the outer sleeve is separate form the depth gauge body-needle. During this evaluation, the depth gauge outer sleeve slides on the depth gauge body with resistance. No loose condition could be replicated. The returned device was manufactured in april 2008 and is approximately 5 years old. The complaint condition is depth gauge on the outer sleeve is a little too loose. The complaint condition could not be replicated during this evaluation. The depth gauge outer sleeve slides on the depth gauge body with slight resistance. (B)(4). The design is adequate for its intended use and did not contribute to this complaint condition.

Event description:
During orif surgery of the pelvis on (B)(6) 2013, the surgeon noted that the depth gauge on the outer sleeve was a little too loose. The surgeon was having a hard time measuring the depth of the screws. The surgery was prolonged about 10 to 15 minutes due to the extra time it took to measure the screws. Surgery went fine, no adverse effect to the patient.

Manufacturer narrative:
A review of synthes device history records for manufacturing revealed no complaint related anomalies were found. Product development evaluation not yet complete. This device was used for treatment. Placeholder.